Event description:
It was reported the patient was admitted through the emergency room (ER) for intractable pain and extremely high blood pressure. The pump was suspected. The manufacturer representative was contacted and told the patient exhibited withdrawal symptoms. The symptoms occurred with a mild onset after a pump refill. No audible alarms were reported. Further diagnostic testing and troubleshooting were to be performed at a later date. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver morphine (unknown no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2004, product type: catheter. (B)(4).